Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of a report from an end-user stating "I already reported this to the pharmacy that sent out the adapter for the prefilled syringes. I think mine's defective and I'm wondering if other peoples are defective as the pharmacy has not gotten a report of that, but I sent them a video of the pump and the adapter and the syringe shooting out the front." No adverse events occurred. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.